Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure the final occlusion did not come together as expected however surgery was successful. A revision surgery was performed to reposition the device to achieve the correct occlusion.